Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. The reported patient effects of angina, arrhythmia, ischemia, and stenosis, as listed in the multi-link 8, multi-link 8 small vessel (sv) and multi-link long length (ll) coronary stent systems (css) instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent surgical intervention and unexpected medical intervention (additional therapy/non-surgical treatment) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient underwent stenting with three multi-link 8 stents (3.0x38mm in the proximal left main coronary artery (lmca), a 3.0x38 in the proximal right coronary artery (rca) and a 2.5x38mm in the distal rca). On (B)(6) 2024 the patient suffered from intermittent chest tightness on exertion, associated with dyspnea and palpitations. Thallium scans revealed large extent of stress-induced ischemia in the myocardium. Under impression of coronary artery disease percutaneous coronary intervention restenosis was suspected. The patient was admitted for catheterization on (B)(6) 2024. On (B)(6) 2024, 90% restenosis was observed in the lmca and 99% stenosis was observed in the proximal and distal rca; the three multi-link 8 stents had restenosis. Coronary artery bypass grafting (CABG) was performed on (B)(6) 2024. The patient remains hospitalized. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.